Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The customer did not address the low due to the pump showing that it had stopped his insulin. Paramedics were called and gave an IV of saline and sugar to address the low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.